Manufacturer narrative:
(B)(4).

Event description:
New information reported stated that the patient was doing fine post surgery.

Event description:
It was reported that the lead exhibited a change in capture thresholds, sensing and impedance measurements since implant. The physician attempted to reposition the lead but subsequently explanted and replaced the lead.